Event description:
It was reported by phone that a stryker ems cot was involved in an incident that allegedly resulted in injury to an emt. According to the report it was alleged that the hinge of the head section broke with a pt on the cot. The pt was not injured and the emt has a back injury and possibly an injury to the knees as well. The customer was not willing to provide the sn or model number of the unit involved.

Manufacturer narrative:
MFR's investigation is still underway. A follow-up report will be submitted if add'l info is made available.